Manufacturer narrative:
The insulin pump was received with operating currents within specs and passed self test and displacement test. Power graph analysis confirmed low battery, replace battery now alarms and an abnormal loaded voltage at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with broken belt clip rail, minor scratched display window, case and keypad overlay.

Event description:
It was reported that the insulin pump alarmed replace battery now. It was reported that the alarm occurred less than 10 hours from low battery. It was reported that the anomaly occurred second time. The customer's blood glucose was 79mg/dl at the time of incident. The insulin pump was returned for analysis.